Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to a shortness of breath. The device was interrogated and there were episodes of post-paced t-wave oversensing noted, which were not related to the shortness of breath. Device reprogramming is anticipated to resolve the event and the patient was stable with no consequences.